Event description:
It was reported via repair work order that the headboard fell off and allegedly hit the patient in the head resulting in a laceration. It was not reported if the alleged injury required medical intervention.